Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation the device failed an active exhalation verification test step during testing. The device's three-way solenoid valve was replaced to address the issue. Additionally, not related to the reportable issue, the inline proximal filter was replaced due to dirt contamination. The device's air inlet foam filter, particulate filter and muffler assembly were replaced preventively. The device was cleaned and tested and passed all final testing.